Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial (B)(4), implanted: (B)(6) 2018, explanted: product type: lead. Product ID: 977a260, serial (B)(4), implanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a260, (B)(4), ubd: 25-jun-2022, (B)(4); product ID: 977a260, (B)(4), ubd: 25-jun-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that their right leg was worse than before the surgery as they were having difficulty recovering from surgical post-op pain. It was noted that the patient had fallen but there was no damage to the system and impedances were normal. An x-ray showed minimal lead migration and the patient was reprogrammed and it was suggested to turn stimulation off to evaluate the effectiveness. The issue was not resolved at the time of the report. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that after turning stimulation off for 12 hours the patient decided that stimulation was working better than she realized. No further actions were going to be taken.